Event description:
It was reported that at time of post-op follow-up, capture threshold and impedance were high. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found. Electrical tests passed, exhibiting normal characteristics.